Event description:
It was reported that the taper femoral trial head dislodged from the femoral trial during the range of motion check and was lost in the wound site. The dr attempted to recover the device from the wound and surgery time was extended one hour. The surgery was successfully completed and the pt is doing fine.